Event description:
It was reported that the patient had the peripheral venous route installed on (B)(6) 2024, which went through the first dressing replacement process on (B)(6) 2024. During the permeabilization of invasive (dressing replacement process) ordinary routine it was noticed a dysfunction of the peripheral venous line n 18 in the bend of the right arm, affecting his venous capital. When trying to remove it, as per the standard procedure with adhesive remover, the transparent dressing was removed, thus while displacing the teflon it was noticed that only the cone came out and the teflon remained inside the patient which could not be immediately removed. An evaluation was requested by surgeon who, together with a vascular team managed to remove the teflon. The product was exchanged for another brand similar to the characteristics of the affected medical device. It was also stated that the event occurred after the product insertion and that it is single use product. There is no product available for investigation. There was reported harm, which was classified as temporary harm as per the report, since a medical surgical intervention was required as incision and extraction of product by vascular and surgical team.

Manufacturer narrative:
No product nor photographs have been provided (sample has been discarded by the customer), therefore no failure investigation could be performed on the product. During the DHR review a nonconformance was found. However, the nonconformance raised has no relationship with the defect alleged by the customer, as it is related to damage on the luer connection of the hub, whilst the customer reported a damaged/severed tube (a different component of the device is involved). Based on the evidence currently available, the reported allegation could not be confirmed, therefore no action will be implemented at this time. If the product will become available, the investigation will be reopened. Complaints data will continue to be monitored.